Event description:
It was reported that decrease in r-waves and increase I the lv threshold were observed. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of a threshold change anomaly was confirmed via review of the programmer printouts. The device was tested on the bench and using automated test equipment and no anomalies were found. The root cause of the field event was not determined as it was not reproduced.